Event description:
It was reported, during an implant procedure, when connecting the rv lead, blood in a connector, oversensing and undefined resistance were confirmed. Additionally, it was noted the physician found a hole in a grommet and, as well, surface damage. Consequently, this device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. However, visual analysis noted grommet damage. Note: this model number is not approved for distribution in the united states; however, it is similar to a device marketed in the united states. This event is being reported due to an alleged or confirmed malfunction.